Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current instructions for use (IFU) states: precautions 1. Do not use the finesse® ultra biopsy probe without the integrated coaxial cannula. The integrated coaxial cannula may be removed after the biopsy to retain a track to the biopsy site when placing a tissue marker. 2. The finesse® ultra breast biopsy system should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. Potential complications 1. Potential complications are those associated with any percutaneous removal/ biopsy technique for tissue collection. Potential complications are limited to the region surrounding the biopsy site and include hematoma, hemorrhage, infection, a non-healing wound, pain and tissue adherence to the biopsy probe while removing it from the breast. 2. As per routine biopsy procedures, it may be necessary to cut tissue adhering to the biopsy probe while removing it from the breast. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a breast biopsy the probe became stuck on the third sample pass. The physician had to apply force to remove the probe from the breast. They were able to complete the procedure with the samples obtained. There was no reported patient injury.